Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the shape of the left ventricular (lv) lead did not fit that of the introducer sheath kit after placement was completed; resulting in lead dislodgement and coronary sinus dissection. Cardiac failure was aggravated, therefore the procedure was terminated and the lv lead was removed. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.